Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose. Blood glucose level at the time of the incident was 585 mg/dl. The current blood glucose level was 130 mg/dl. The customer experienced symptoms such as headache, aggravated. The insulin pump passed self test. The insulin pump did shut off automatically. The sensor fell off and the auto mode was not active at the time of the incident. The insulin pump will not be returned for analysis.